Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer removed the cartridge, inspected the o-ring, found no debris, and successfully loaded a new cartridge following on-screen instructions. Technical support confirmed these actions and agreed to send replacement cartridges as requested by the customer.